Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor vision valve was chosen for implant, using a large flexnav delivery system. The diameter of the aortic annulus was measured to be 25.7mm; and a perimeter of 80.1mm. Pre-implantation balloon aortic valvuloplasty (pre-bav) was performed. The valve was then deployed with an implant depth of 4mm non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6) 2023, a permanent pacemaker was implanted.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor vision valve was chosen for implant, using a large flexnav delivery system. The diameter of the aortic annulus was measured to be 25.7mm; and a perimeter of 80.1mm. Pre-implantation balloon aortic valvuloplasty (pre-bav) was performed. The valve was then deployed with an implant depth of 4mm non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6)2023, a permanent pacemaker was implanted due to pre-existing right bundle branch block (rbbb). The patient was reported to be discharged.

Manufacturer narrative:
An event of heart block (right bundle branch block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient had a history of right bundle branch block, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). No information regarding calcification extending beneath aortic annular plane in the interventricular septum was received. It was also noted that the pre-existing right bundle branch block was the indicated for a permanent pacemaker. Based on available information, the reported event appears to be related to patient conditions (pre-existing right bundle branch block). There is no indication of a product quality issue with regards to manufacture, design, or labeling.